Manufacturer narrative:
Model number/catalog number: sc-8336-50; serial number: (B)(4); batch/lot number: 21246118; model/catalog description: coveredge 32 surgical lead kit 50 cm. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient was experiencing inadequate stimulation. It was also believed that the ipg did not work. The patient underwent an ipg and lead explant procedure.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was experiencing inadequate stimulation. It was also believed that the ipg did not work. The patient underwent an ipg and lead explant procedure.